Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with right breast baker grade iii capsular contracture during an in-office visit with a medical professional. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2025, mentor was notified that the explantation surgery was rescheduled for (B)(6) 2025. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).